Manufacturer narrative:
(B)(4). The user facility (nurse), via voicemail, indicates the patient was in hemorrhagic shock and the event is reported as a malfunction and not a serious injury. The user facility nurse did not indicate that an intervention was required.

Event description:
According to the maude report (MDR report key# (B)(4)/report# mw5074600) "while trying to infuse a medication in the micu through the left groin cordis, the nurse noticed that it appeared to be sucking air into the line. Unable to visualize any cracks in cordis, stopped using line and removed". Another vascular access was obtained.

Event description:
According to the maude report ((B)(4)) "while trying to infuse a medication in the micu through the left groin cordis, the nurse noticed that it appeared to be sucking air into the line. Unable to visualize any cracks in cordis, stopped using line and removed".another vascular access was obtained.

Manufacturer narrative:
(B)(4). The customer returned a single percutaneous sheath introducer (psi) device for evaluation. The psi was returned with an obturator over the hemostasis valve and the device showed evidence of use. Visual examination of the sample did not reveal any defects or damage to the outside of the device. The cap was removed from the hemostasis valve assembly to examine the seals housed within. Both of the seals appeared to be aligned correctly within the valve housing. No damage of defects were observed on either the blue seal (with hole) or the black seal (with slit) from inside the valve. The slit in the black valve measured 0.157" which is within specification. The blue valve diameter measured 0.3789" which is also within specification. The valve cap was damaged when it was removed from the hemostasis valve during visual inspection. The cap was no longer flush with the valve body when reattached. Because the cap was not flush, the valve leaked from the seam during leak testing on this device; therefore, accurate leak test results for the hemostasis valve could not be determined. The inner valve seals from the returned device were compared to seals from lab inventory psi devices and no anomalies were observed. (Con't) other remarks: a device history record review was performed on the sheath introducer, including both of the seals and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit contains the warning "hemostasis valve must be occluded at all times to minimize the risk of air embolism or hemorrhage. If catheter introduction is delayed, temporarily cover valve opening with sterile-gloved finger until obturator is inserted. Use arrow obturator, either included with this product or sold separately, as dummy catheter with hemostasis valve/side port assembly and sheath. This will ensure that leakage does not occur and inner seal is protected from contamination." The customer report of a leak from the psi hemostasis valve could not be confirmed with functional testing due to damage to the sample during evaluation. The valve cap was damaged while removing during visual inspection; therefore, accurate leak test results could not be determined. The seals in the valve met all relevant visual/dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the damage to the sample during evaluation, a root cause could not be determined. Teleflex will continue to monitor and trend for reports of this nature.